Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported it was unknown what troubleshooting was done and if the lead moving was confirmed. No further information reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient said it was hard for them to get out of bed. They were afraid of sleeping a certain way due to potentially pulling the wires. The patient was unsure as to what number to set stimulation at, but they increased it a little higher last night; they wanted stimulation to wake them up. The patient reported terrible pain when they woke up to void; it was hard to get out of bed. They decreased stimulation last night and the pain got better. The patient was advised that stimulation should always be comfortable and never painful. They then said they were uncomfortable when sitting so stimulation was decreased further. They went to bed later than normal last night and felt groggy from anesthesia. The patient expressed concern about possibly moving the lead. The next day, they went to their healthcare provider's (hcp) office who instructed the patient not to switch sides until monday. It was suggested that the patient walk and drive more, but they said it is hard getting into the car. On (B)(6), patient said they took medication for edema in the morning. No further patient complications have been reported as a result of this event.